Event description:
It was reported that a user experienced difficulty pairing a libre 3+ sensor with the ilet system, resulting in failure to connect until customer support guided rescanning and initiation of the sensor warmup, after which glucose readings were observed. Symptoms included no clinical symptoms reported and a glucose value of 142 mg/dl once connected. Outcomes included successful pairing and restoration of continuous glucose readings without medical intervention or hospitalization. Investigation included customer support troubleshooting and user education via phone, including app-based pairing steps and confirmation of sensor warmup. Investigation of this case revealed that rescanning the sensor and completing the standard warmup enabled normal function. It was concluded that the event was resolved through use and service procedures, with no device malfunction confirmed.